Manufacturer narrative:
Product analysis verified the difficulty stated in the complaint. The delivery device with the stent on the ballon was received in good condition, with no damage observed. The catheter was received with a 6f veripath guide catheter. Visual and microscopic examination of the returned guide catheter did not reveal any damage to the shaft or hub that would have contributed to the difficulty stated in the complaint. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. Visual and microscopic examination of the catheter and stent revealed that stent segment #4, the stent strut was raised slightly. The exact cause of the raised stent could not be determined. The stent and the guide catheter were not compatible and the stent catheter would not be able to pass through the guide catheter. The exact cause of the raised stent segment could not be determined. The manufacturing records for top assembly batch 8566774 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The stent crimping inspection results for this batch number were reviewed and no stent crimping issues were found related to this batch number. The root cause of the difficulties experienced during the procedure could not be determined.

Event description:
Reportable based on analysis approved 06 november 2006. It was reported that during an unspecified peripheral stenting treatment procedure, stent delivery difficulties were encountered. The customer stated that, "the guiding catheter was inserted and the y-connector added. On insertion, the stent system passed the y-connector without any problem, but became stuck within the 6f guiding catheter. The stent system was removed and the procedure was successfully finished with a different stent system." No patient injuries or complications were reported.